Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the complaint description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to noise and oversensing on the secondary vector. X-rays were performed in order to address system position which seemed normal. The system was reprogrammed into the primary vector. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that technical services analyzed the episode. It was determined that the episode seems to match the pattern of artifacts created by air entrapment in the device header. The air is likely escaping through the seal plug at the electrode tip, resulting in artifacts on secondary vector. Technical services recommended temporarily programming the device to primary vector and reevaluate the system at the next follow up in choose best sensing vector at that time. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to noise and oversensing on the secondary vector. X-rays were performed in order to address system position which seemed normal. The system was reprogrammed into the primary vector. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that technical services analyzed the episode. It was determined that the episode seems to match the pattern of artifacts created by air entrapment in the device header. The air is likely escaping through the seal plug at the electrode tip, resulting in artifacts on secondary vector. Technical services recommended temporarily programming the device to primary vector and reevaluate the system at the next follow up in choose best sensing vector at that time. This system remains in service. No further adverse patient effects were reported.